Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device experience a connection issue with a non baxter pump. There was a blood leak from the connection during use. The connection was difficult to secure. The reporter stated that the treading surface was only half as long as the thread on their current device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.